Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was making a beep sound. The iabp was turned off but the beep sound continued and the green mark on the main power switch was lit. The beep stopped when the iabp was turned back on. No patient involvement or adverse event was reported.

Manufacturer narrative:
(B)(4) the production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the getinge field service engineer (fse) performed a running test of the iabp and was able to duplicate the alleged malfunction. The fse then replaced the backup alarm battery. The iabp was tested again and no issues were found. The iabp was returned to the customer and has been released for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was making a beep sound. The iabp was turned off but the beep sound continued and the green mark on the main power switch was lit. The beep stopped when the iabp was turned back on. No patient involvement or adverse event was reported.